Event description:
Our consumer services department received a call from an FDA agent stating he had taken a complaint from a consumer alleging a heating pad caused a serious injury. (B)(4) returned the call and answered the agent's questions. Sunbeam was not able to obtain the consumer's name and contact information and, therefore, were unable to contact the consumer.